Event description:
It was reported that the pta balloon, would not inflate past 4atm and upon successful retraction, a break at the proximal balloon bond was observed. Another balloon was used to perform the procedures. There were no reports of patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The balloon was returned inside an unknown 7fr introducer sheath. A complete circumferential break to the outer catheter at the proximal balloon glue joint was observed. The break was examined under magnification ((B)(4)). The edges of the outer shaft break were observed to be jagged and slightly stretched, indicating that excessive tension/manipulation may have been applied to the shaft. The sheath was examined and the distal tip was noted to be flared, likely indicating retraction issues. Based upon the condition in which the same was returned, the investigation is confirmed for retraction issues and a break at the proximal balloon glue joint. However, the definitive root cause for the retraction issues could not be determined based upon the available information.